Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. T1 and the suture were returned for evaluation. Dimensional assessment of t1 confirmed it meets print specifications. The condition of the device indicates that the trigger was likely inadvertently advanced causing the t2 deployment. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Event description:
It was reported that the t2 fell off. Both ts were removed from the patient. A backup device was used to complete the procedure.